Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away. The patient was admitted to the hospital for hyperkalemia and difficulty breathing, which the cause was unclear. They were intubated with poor prognosis. The patient did not have renal failure prior to left ventricular assist device (lvad) implant; lvad therapy did not worsen it. Family decided to withdraw life support. The outcome was not device or therapy related. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular left assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. It was reported that the patient expired after being admitted to the hospital for hyperkalemia and difficulty breathing. A cause for these symptoms could not be determined. The patient was intubated, and care was ultimately withdrawn. The patient's outcome was not considered to be device or therapy related as the device reportedly operated as expected. It was reported that (B)(6) will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.